Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed. The device was not returned for investigation. Per the provided clinical details. Patient had known history of vessel disease, other comorbidities, and significant calcification. The most likely cause of the peripheral vessel vascular damage was due to the patient's condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 55-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having non-st elevated myocardial infarction. Upon removal of the abiomed 14fr sheath, there was significant bleeding. Percutaneous transluminal angioplasty was performed to the left iliac and a covered stent was placed in the left iliac. One unit of packed red blood cells were provided.